Manufacturer narrative:
Additional information was received on 04-jul-2023. Outcome of the adverse event was improved. Smartablate generator was used. Transseptal puncture was performed with rf needle. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event, the flow setting was a default flow setting. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. The patient¿s gender was provided. Therefore, updated fields d10. Concomitant medical products and therapy dates and gender. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. After box isolation, ablation for the base of the left auricle, anterior wall, and mytrarismus, effusion was noticed in the cardiac cavity with soundstar eco sms 8f catheter. Ablation was performed before tamponade was identified. Protamine was administered and drainage was performed. After waited for 30 minutes, the patient was returned to the intensive care unit (ICU) because patient's blood pressure was over 100. The cable film of smartablate pump was peeled off and the cord was exposed. Timing was at the end of ablation. Drainage was performed. Steam pop was not confirmed. The irrigation settings were as subscribed. Description of health problems was a cardiac tamponade. Progress (current condition of the patient) was that drainage was performed, blood pressure was stable, so the patient was returned to the ICU. Physician's judgment on health hazard was non-serious (moderate/minor). Cf monitoring methods was dashboard and vector. The visitag coloring settings used was tag index. The visitag additional filter was fot. Causal relationship with the product was unknown. Physician¿s comment was timing of occurrence was unknown. There were no abnormalities observed prior to and during use of the product.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31029764l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).